Event description:
Initial reporter indicated the pt was having an increase in seizures unk at this time if over their pre vns implantation rate. Pt has several screaming seizures a day and falls to the ground. Additionally it was reported the pt had "a problem with the lead impedance" indicating a possible lead malfunction. No surgical intervention is planned for the pt at this time. Good faith attempts are being made for additional info surrounding the events.

Manufacturer narrative:
Device malfunction suspected but did not cause a death.